Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed grey particulate matter present in product vial. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed with a vial-mate adaptor. This event occurred during spiking a vial of azithromycin 500mg injection. The issue was observed in the pharmacy prior to drawing the drug into a baxter 5% dextrose injection, usp, 250 ml viaflex plastic container. There was no patient involvement. No additional information is available.